Event description:
Per the info provided to co by the physician's office, through co's international rep, the device was removed due to "spontaneous refill." As reported to co, entire device was removed.